Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6).

Manufacturer narrative:
Logs showed the pump was delivering fentanyl 1500.0 mcg/ml, baclofen 2000.0 mcg/ml, clonidine 250.0 mcg/ml, and morphine 12.0 mcg/ml. The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Event description:
Information was received regarding a patient receiving intrathecal therapy via an implantable pump for non-malignant pain and chronic low back pain. The drug, dose, and concentration were not reported. The pump was returned for analysis with no initial allegation against the device or therapy. No patient symptoms were reported. There were no further complications reported.